Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2.1 was not opening and required maintenance at location kcc3s. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 2.1 was not opening and required maintenance. A field service engineer (fse) found that the solenoid wire was rubbing against the metal plate, causing copper exposure. The solenoid was replaced and the station was rebooted, but the issue persisted. The fse then replaced the mother board using the customer's part, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.